Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. The left ventricular (lv) lead was capped and replaced. No further patient complications have been reported as a result of this event.